Event description:
It was reported that there was a lead fracture. It was further reported that the device was beeping due to high svc and rv impedances greater than 200 ohms, and that there was double-counting of paced beats. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the device was beeping due to high svc and rv impedances greater than 200 ohms, and that there was double-counting of paced beats.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report.